Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when they booted up the system, there was a localizer faulted error. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. The camera was replaced. Evaluation of the returned camera 9735821r lot# p900422 confirmed the event. A check of the event log showed intermittent illuminator current low dating back to (B)(6) 2024. There was a bump detected in (B)(6) 2024. The psu passed an accuracy test (aak) at .086mm with a passing threshold of .250mm. The bump sensor was cleared after the positive aak result. This psu had been previously returned for a different issue and had been repaired. Evaluation codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.